Manufacturer narrative:
(B)(4). The device remains in service at this time. When additional information becomes available, this report will be updated.

Event description:
--

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
(B)(4). The device was subsequently explanted and replaced. No additional adverse patient effects were reported. Should the device get returned, it would be thoroughly analyzed and this report would be updated.